Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient fell while riding their bike, during a syncope, fainting and then loss of consciousness episodes. No known injuries were sustained. Subsequently, the patient was admitted to the hospital for monitoring. Review of this pacemaker's arrhythmia logbook shows no events on the day of the fall. Electrical parameter tests are performed, which are all stable and normal. The programming is checked; the rv pacing configuration is unipolar, provocative maneuvers are performed, and there is no noise. During troubleshooting of this pacemaker, the physician reported some morphology changes the t-waves were found to be related to episodes of premature ventricular contraction (pvc). All other measurements were stable and in normal range the device was programmed from ddd to vvi mode. The patient was discharged home. The physician reported that there is no evidence that the device contributed to the syncope or loss of consciousness. The device remains implanted. No additional adverse patient effects were reported.